Manufacturer narrative:
One single-use device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, no fluid flowed out of the luer. Microscopic inspection on the luer showed the cause of the flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. The glass capillary is located inside the luer. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that there was no flow of medication through a small volume infusor after priming and prior to patient use. There was no patient involvement. No additional information is available.